Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 3 was due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (leaflet flail, prolapsed leaflet, and large coaptation gap). The reported image resolution poor was associated with difficult visualization. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report single leaflet device attachment (slda), requiring surgical intervention it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with prolapsed posterior leaflet. Two clips were implanted, reducing mr to grade 1-2. It was noted that visualization was noted to be difficult due to shadowing of the first clip. On (B)(6) 2023, the nt clip was noted to have detached from the anterior leaflet (single leaflet device attachment (slda)). Mr increased to grade 3. In the physician¿s opinion, the slda was due to the pre-existing patient anatomy (flail, prolapsed leaflet and coaptation gap). The patient underwent a mitral valve replacement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with prolapsed posterior leaflet. Two clips were implanted with no reported issue, reducing mr to grade 1-2. On (B)(6) 2023, a single leaflet device attachment (slda) was observed. No additional information was provided.